Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, inappropriate high voltage (hv) therapy was observed on the right ventricular (rv) lead due to dislodgement. Diagnostic imaging was performed, and rv lead dislodgement was confirmed. The rv lead was successfully revised, and the patient was stable following the procedure with no adverse consequences.